Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedances. Boston scientific technical services (ts) noted that the shock impedances have been gradually trending upwards over a period of time which typically implies a build up on body materials on the shocking coil versus a fracture. Ts recommended monitoring the patient. No adverse patient effects were reported. The lead remains in service.